Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the difficult grasping the leaflets appears to be related to the procedural circumstances of poor image resolution as it was reported that due to poor echo imaging, the leaflets were difficult to grasp. Expulsion appears to be due to patient morphology/pathology and due to the tissue quality. The reported tissue damage appears to be related to patient morphology/pathology (tissue quality) and foreign body in patient was related to the procedural circumstances of the clip completely detaching from both the leaflets. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and foreign body removal were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report complete clip detachment, tissue damage and foreign body in patient. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted, but due to poor echo imaging, the leaflets were difficult to grasp. Once the leaflets were successfully grasped, the clip was deployed without issues. After deployment, transthoracic echocardiography (tte) was performed and the physician noticed the clip was only attached to the anterior leaflets. Moments, later the clip detached from the anterior leaflet and was freely floating in the left atrium (la). The physician inserted a snare and the clip was able to be captured and removed without causing further damage. Once the clip was removed, it was noticed that leaflet tissue was between the gripper and clip arms. The physician stated that the patient may have suffered from endocarditis at a young age, causing the leaflet tissue to not be strong enough to hold the mitraclip. Due to this, the procedure was discontinued. Mr remained at a grade of 3-4. No additional information was provided.